Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device evaluated by MFR: hospital policy.

Event description:
It was reported that patient had a left total shoulder revised to a reverse shoulder due to instability.